Manufacturer narrative:
A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported false positive result for quickvue sars otc. The consumer communicated the result was confirmed negative by molecular (pcr testing). It is unknown if consumer was symptomatic or asymptomatic at time of testing.